Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and observed bubbles in the flowcell. The fse replaced the reference valve to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported questioning approximately 35 low sodium patient results on their au480 clinical chemistry analyzer. The customer indicated the low patient results were not clinically significant, therefore, patient samples were not repeated. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.